Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported a positive sars-cov-2 result was generated while using cobas sars-cov2-test. The sample was retested using tib molbiol kit and genexpert kit and generated negative results. A new sample was recollected and generated negative results. The results were reported. The samples were nasopharyngeal swab taken in commercial universal viral transfer media. Samples are vortex mixed, aliquoted into secondary tubes for loading into the cobas 6800 system, and lysed with an external buffer. No harm was alleged.

Manufacturer narrative:
Investigation is ongoing. A follow up report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in colombia reported a positive sars-cov-2 result was generated while using cobas sars-cov2-test. The sample was retested using tib molbiol kit and genexpert kit and generated negative results. New samples were recollected and negative result were generated on an internal customer experimental kit, which was comprised of extraction with mp96 + pcr lightmix® gene e and rdrp from tibmolbiol and additionally with a genexpert® xpress test from cepheid. The results were reported. The samples were nasopharyngeal swab taken in commercial universal viral transfer media. Samples are vortex mixed, aliquoted into secondary tubes for loading into the cobas 6800 system, and lysed with an external buffer. No harm was alleged.

Manufacturer narrative:
An investigation was performed and identified that there was no robust growth observed in either titer curve however the ic values for each did not show any anomalies and did not appear suppressed when compared with the rest of the customer¿s data. These samples could be generating values that are true positives, but at or near the lod (limit of detection) of all assays. Lod titers/CT values in the general sense would be expected to waver between positive and negative results upon retest as is the nature of the sample. However, since the samples were not retested with the cobas® sars-cov-2 test, we must also take into account the differences in technology between the roche and non-roche platforms, such as sensitivity (lod), specificity, and targets. Lastly, the customer is performing a non-recommended (off label) sample preparation in that they are using a lysis buffer, and this may contribute to unexpected results. The customer reported using the lysis buffer because mucus was present mainly in their hospital samples. However, the site decided to make the lysing a part of the routine workflow for all samples lysis buffer is used as a form of inactivation of the virus because the cobas® 6800 instrument is separated from the sample aliquoting cabins. It has been suggested to the customer not to use the lysis buffer to verify the CT result of the samples in question, but for laboratory safety they said it is not possible. The customer reported performing a thorough decontamination on both the cobas®6800 and in the lab where the instrument is located in order to eliminate any possible contamination. The field service engineer cleaned the lens from the analytical module and several runs were performed afterwards. All results with CT>32 were confirmed with the lightmix® kits. Twenty-two samples showed concordant results. The customer reported that after the decontamination that no other unexpected reactive sample results have been generated and the lysis buffer when tested by itself showed no positive results. As result discrepancies were generated, an investigation into the alleged kit was performed and found no product problem. Updated with information regarding the retest performed after sample recollection. (B)(4).